Manufacturer narrative:
The target lesion was in the ramus. Calcification was intermediate and stenosis was 80%. The lesion was pre-dilated. The event occurred on first inflation. The device was not moved or re-positioned in the lesion prior to the issue. The second stent was a 2.5x 15mm resolute onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that during stent deployment a balloon leak occurred while inflating to 12 atm. It is indicated that contrast in the balloon was observed during the procedure. The procedure was completed by deploying a second stent within the first stent. It is reported that there was difficulty deploying the second stent, therefore an nc-balloon was inflated to a high pressure in order to successfully deploy the second stent. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the balloon returned with contrast visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material proximal to the distal marker band. Lead in scratches were evident proximal and distal to the burst site. The balloon material was protruding outwards at the burst site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.